Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in italy. On (B)(6) 2024, it was reported that the patient had abdominal lumps during the previous infusion and the appearance of panniculitis are detected abdominal during the previous infusion already being treated with medication. No further information was provided. No further information available.